Event description:
It was reported that the lesion was located in the bifurcation of the left anterior descending artery (lad) and the first diagonal. A prowater guide wire was advanced into the diagonal and the balance middleweight (bmw) elite was advanced into the lad; however, during manipulation of the guide wire into the lad, resistance was felt distally and the torquability of the guide wire became worse and did not feel right, as if the guide wire was wrapped. The decision was made to remove the bmw elite guide wire. As guide wire was pulled out into the guiding catheter, resistance was felt and as the distal end of the guide wire was exiting the guiding catheter, the guide wire separated into two pieces. The distal portion was removed without issue from the patient. The procedure continued on with the same prowater guide wire and a non-abbott guide wire, after which two xience v stents, a 3.0x18 mm and a 2.5x12 mm. Were deployed successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance, difficulty removing the guide wire, and device operating differently could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the cine cd concluded that no images were captured that show the guide wire separation, or that suggests the diagonal guide wire was exchanged; however, considering the tortuosity of the diagonal, the systolic bending and the caliber of the vessel, possible contributing factors to poor wire torquability and fracture may be wedging of the tip in the vessel and bending fatigue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 3.0x18 mm xience v referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the previously filed medwatch report, cine cd review revealed that a dissection was observed to have occurred later in the case, after deployment of a 3.0x18 mm xience v stent, which required treatment with an additional stent.